Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide correction, additional information and the results of the legal manufacturer's final investigation. Corrected fields: d2a (changed from "wa2t430a" to "rigid endoscope telescope"). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: lens damage. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damaged lens was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had broken. The issue was found during reprocessing. There were no reports of patient involvement.